Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2014, the patient experienced a hypoglycemic event. The hypoglycemic event resulted in the patient being in a diabetic coma. There were no further event details provided. There was no allegation of malfunction to the dexcom system. It is unknown if they patient was a dexcom user at the time of event. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, dexcom was made aware of additional information on 06/23/2017. It was reported that the event occured about a month before the patient started using the dexcom system; therefore, this is a non-reportable event. No additional patient or event information is available.